Event description:
Patient was on continuous renal replacement therapy (crrt). Rn was very experienced with this therapy. Rn detected a slight change in the sound of the machine. Noted that it was "humming" instead of making the customary "clicking" sound. Rn immediately checked the circuit and noted that the blood circulating through the circuit had become completely replaced by clear fluid. The pump had stopped pulling blood from the patient, no blood was noted in the ultrafiltrate. The pump was removed from service immediately.